Event description:
It was reported the event log files captured multiple low flow alarms with high pulsatility index (pi) and momentary low flow estimates starting on (B)(6) 2024. The estimated flows were averaging 2.2 to 2.4 lpm and pi was averaging from 3.3 to 5.8 during these events. The cause of low flow alarms was assumed to be from a gastrointestinal bleed. Bleeding was confirmed treated with a blood transfusion and twice daily intravenous proton pump inhibitors. The bleeding and low flows resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported gastrointestinal bleeding (gib) could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms which the account attributed to the reported gib. The submitted controller event log files collectively contained events from 08mar2024 through 11mar2024, and 23mar2024 through 03apr2024. Several transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. The IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.